Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The contact stated that a new type of infusion set was to be used. Although requested, additional information was not provided.